Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to bipolar failure, switched to uni. Impedance showed 150 and noise. Patient dependent. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into several fragments. The lead was probably cut during the extraction procedure. The insulation was found damaged 10 cm proximal to the lead tip. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the insulation and conductor coil in the medial fragment were found squeezed and damaged. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The fixation helix was found bent. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to bipolar failure, switched to uni. Impedance showed 150 and noise. Patient dependent. No adverse patient events were reported. Should additional information become available, this file will be updated.